Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip caught in a tissue structure, arrhythmia, hemorrhage, pericardial effusion, cardiac arrest, prolonged hospitalization, and surgical intervention it was reported that the patient underwent a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was advanced in the left atrium (la) without issues. The clip delivery system (cds) was then advanced in the patient; however, it became stuck in a tissue structure between the aortic valve and the left atrial appendage (laa). To free the cds, the physician attempted to retract the entire system. After several attempts, the cds was freed and the tissue was no longer attached to the cds. Seconds later it was noted that the la and the left ventricle (lv) were slowly filling up with blood and an increasing pericardial effusion was visible. The patient experienced arrhythmias and experienced cardiac arrest. Cardiopulmonary resuscitation (CPR), several shocks via external defibrillator and a pericardial puncture were performed for about an hour. Eventually an open-heart surgery was performed to stop the bleeding. After an additional hour the bleeding was stopped and the patient was transferred to the intensive care unit (ICU). No additional information was provided.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported difficult to remove (anatomy) was not confirmed as it could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult to remove (anatomy) and hemorrhage were unable to be determined. The reported pericardial effusion appears to be related to the reported hemorrhage. The reported cardiac arrest and ventricular fibrillation appears to be related to the reported pericardial effusion. The reported patient effect of hemorrhage, pericardial effusion, cardiac arrest, ventricular fibrillation as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported surgical intervention, unexpected medical interventions, hospitalization, and delay to treatment were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.